Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicated. A technical support specialist (tss) found to have a nearly full c drive, so disk cleanup packages were deployed to clean the c and d partitions. Logs indicated the station was in disconnected mode due to data synchronization issues, with synchronization running over 60 minutes behind the server. Followed knowledge article medstation es ¿ 1.7.x stations going in and out of disconnected mode ¿ large download messages. After two unsuccessful reboots, services were stopped, the station database was backed up, services were restarted, and a full med application synchronization was performed. The station successfully reconnected, returned to normal operation, and customer approved closure of the ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not communicated.there were no adverse events or injuries reported based on this event.